Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the locking cap on a plate assembly broke in half during final tightening within surgery. The plate was removed and replaced. This led to a surgical delay of over 30 minutes; however, there were no reports of patient injury related to this event.

Manufacturer narrative:
The device was not returned and photos were not provided. Therefore no evaluation could be performed, no results are available, and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.